Event description:
It was reported that customer received minimum fill notification while attempting to load new cartridge with 300 units of insulin, using 10 units to fill tubing and having 270 units of usable insulin remaining. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, cleaned pneumatic tap area with alcohol wipe or lint-free cloth as instructed, reloaded same cartridge, and successfully loaded cartridge onto pump and resumed insulin delivery.